Event description:
During the colonoscopy, a cook instinct endoscopic hemoclip was used to treat a post polypectomy defect in the colon described to be 5mm in size. The device was advanced through the endoscope to the clipping size. The clip was attached to the tissue and when they closed the clip, the drive wire disconnected from the handle. The handle no longer worked. They were able to jiggle the clip off of the mucosa which did not cause any damage to the mucosa. A second cook instinct endoscopic hemoclip was used and performed in the same manner as the first. See mdrs 1037905-2013-00659 and 1037905-2013-00660. A clipping device made by another company was used to finish the originally intended procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved found that the drive wire has separated inside the handle. The proximal end of the drive wire was nearly straight so the handle spool was disassembled to verify the condition of the securing component tip. The tip showed deformation where it contacted the drive wire, thus indicating proper assembly of the securing component. Using hemostats to grasp the drive wire, the clip was opened and closed. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue with an expected amount of force. The drive wire was removed from the device, visually examined and determined that the drive wire was correctly manufactured. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Additionally, nineteen (19) unused device were also included in the return from various lot numbers. The lot numbers of the unused devices included in the return include the following: w3123160: mfg date 03/07/2012, exp date 03/07/2015; w3123159: mfg date 03/07/2012, exp date 03/07/2015; w3198656: mfg date 09/26/2012, exp date 09/26/2015; w3214742: mfg date 11/02/2012, exp date 11/02/2015; w3220228: mfg date 11/15/2012, exp date 11/15/2015; w3232912: mfg date 12/20/2012, exp date 12/20/2015; w3232913: mfg date 12/20/2013, exp date 12/20/2015; w3234466: mfg date 01/08/2013, exp date 01/08/2016; w3257185: mfg date 03/01/2013, exp date 03/01/2016; w3264088: mfg date 03/18/2013, exp date 03/18/2016; w3264102: mfg date 03/18/2013, exp date 03/18/2016; w3264314: mfg date 03/19/2013, exp date 03/19/2016. For one (1) of each lot number. The device was returned in a sealed pouch. The foam tip protector was correctly in place. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into an olympus gif q20 2.8 endoscope in a simulated tissue by applying an expected amount of force to the handle spool. Therefore, these devices functioned as intended. A review of the device history record for the used product could not be conducted because the lot number was not provided. The device history records for the lot numbers associated with the sealed product were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all disposable hemostats clips and instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record associated with the sealed products confirmed that these lots met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.